Event description:
It was reported that this right ventricular (rv) lead was suspected to be fractured but has not been confirmed. Pace impedance measurements have noted to increase from 500 to 1000 ohms, and noise was observed. The patient was scheduled for a follow-up appointment for a new chest x-ray. No adverse patient effects were reported. This lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead was suspected to be fractured but has not been confirmed. Pace impedance measurements have noted to increase from 500 to 1000 ohms, and noise was observed. The patient was scheduled for a follow-up appointment for a new chest x-ray. No adverse patient effects were reported. This lead remains in service. Additional information was received that this patient was scheduled for a lead extraction due to twiddler's syndrome which was confirmed with a chest x ray. No adverse patient effects were reported. This device system remains in service. Further information was received that the revision procedure has not been performed and the patient will be scheduled for one. No adverse patient effects were reported. This device system remains in service. Additional information was received that a revision procedure was performed and this lead was explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this lead for analysis.

Event description:
It was reported that this right ventricular (rv) lead was suspected to be fractured but has not been confirmed. Pace impedance measurements have noted to increase from 500 to 1000 ohms, and noise was observed. The patient was scheduled for a follow-up appointment for a new chest x-ray. No adverse patient effects were reported. This lead remains in service. Additional information was received that this patient was scheduled for a lead extraction due to twiddler's syndrome which was confirmed with a chest x ray. No adverse patient effects were reported. This device system remains in service.